Manufacturer narrative:
Correction of the impact codes: h6 field if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and was required to be explanted. The patient experienced syncope and a three second pause was noted on telemetry. Furthermore, a recorded minute ventilation signal over sensing event was observed from past years. The pacemaker has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and was required to be explanted. The patient experienced syncope and a three second pause was noted on telemetry. Furthermore, a recorded minute ventilation signal over sensing event was observed from past years. The pacemaker has been explanted at this time. No additional adverse patient effects were reported.